Manufacturer narrative:
The investigation for the reported thrombus has been completed. Pump was returned with catheter cut open. Visually inspected the pump and no physical damage or abnormalities seen. Borescope view of cannula obtained and biomaterial present at inflow cage/impeller. Data logs were reviewed and motor current spike observed with no speed deviation and placement signal shifting upwards with drop in pump flows indicating ingestion trend. Low flows were found post the ingestion event. No other abnormalities were seen. The cause of the low pump flow issue was biomaterial per return product investigation and log analysis. The root cause of the thrombus could not be determined without additional clinical details. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella rp flex for support of a patient when after five days the pump was explanted due to clot ingestion. The pump was replaced as the patient was still in need of support for right heart failure and post operative needs. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
No change to the investigation results for low pump flow or thrombus. Should any new information regarding hemolysis become available a supplemental report will be submitted. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17623. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17623. G1 reporting contact email revised on manufacturer device report 1220648-2024-17623 in accordance with updated procedures. H6 health effect - clinical code 1886, health effect - impact code 4643, and medical device problem code 1248 were inadvertently omitted on the initial manufacturer device report number 1220648-2024-17623. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2024-17623.

Event description:
Additionally, low pump flow and hemolysis was found which was confirmed with pfhgb. The patient received blood transfusion as treatment.